Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer mother reported via phone call that the insulin pump alarmed button error and the key pad was unresponsive when attempting to bolus. Customer stated that she had the insulin pump next to her when the alarm occurred. Customer's blood glucose reading at the time of the call was 180 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage on the keypad traces during visual inspection. No button error alarm noted during testing. The pump was programmed with test mini link and the glucose sensor simulator. The pump communicated properly. No lost transmitter or sensor alarms were noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.